Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination via fluoroscopy revealed insulation damage and externalized conductors. No additional electrical malfunctions were reported. The right ventricular lead was capped on (B)(6) 2023. The patient was stable throughout the procedure.